Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the lead showed oversensing. There was also an apparent lead fracture which was observed visually. The lead was explanted and replaced. No patient complications have been reported as a result of this event.